Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/18/2021. H.6. Investigation: two photos and one loose 10ml syringe (material 301029) with customer attached tip cap was received. The syringe appeared to have been filled with medication then flushed out prior to arrival at the plant. Clear droplets were found in the fluid path. Due to its contaminated state the sample was visually evaluated through the bag. There appeared to be a plastic particle of foreign matter sitting at the bottom of the barrel in the fluid path. It was unable to be determined if the foreign matter was embedded or loose. Decontamination has been performed and sample shipped for fourier transform infrared spectroscopy (ftir) analysis. However, sample has been lost during shipment, we are unable to locate them at this time. Fourier transform infrared spectroscopy (ftir) analysis cannot be performed to identify the foreign matter. Potential root cause for foreign matter defect could not be determined at this time. Since the root cause could not be defined, corrective actions are not necessary at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a syringe 10ml ll bns had foreign matter. The following was reported by the initial reporter: "a large piece of plastic debris in the syringe barrel".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 10ml ll bns had foreign matter. The following was reported by the initial reporter: "a large piece of plastic debris in the syringe barrel."